Event description:
The manufacturer received information alleging that the device will only run for about 10 minutes and then shuts off without being prompted. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found a board with a component burned and the heater plate did not work properly. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device was scrapped.